Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect color stopper with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and incorrect color stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect color stopper with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and incorrect color stopper was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® no additive (z) tubes stopper was discolored. This was discovered after use. The following information was provided by the initial reporter: material no: 366703, batch no: 9036728. It was reported that the vacutainer was found to have a black top after sample collection. Event description per attached email states, "we found a vacutainer with a black top after the sample was collected."

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® no additive (z) tubes stopper was discolored. This was discovered after use. The following information was provided by the initial reporter: material no: 366703, batch no: 9036728. It was reported that the vacutainer was found to have a black top after sample collection. Event description per attached email states, "we found a vacutainer with a black top after the sample was collected."